Manufacturer narrative:
Date of event is unknown. The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the charged couple device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the bronchovideosope wasn't showing. There were no reports of patient harm.